Event description:
Customer reported to horiba medical (horiba) that the abx pentra 60 c+ hematology analyzer (pentra 60 c+) generated erratic pt results. There was no report of any adverse event or injury requiring medical intervention or pt treatment. Horiba field service rep (fsr) was sent to the customer site to evaluate the instrument. The fsr replaced the severly crimped cleaner tubing. The fsr replaced the lysebio and all other reagent bottle tubings due to kinks. The fsr instructed the customer to make certain cap spins freely when screwing onto the container, otherwise the tubings will crimp. Additionally, the fsr instructed the customer on the system error codes and flags. The fsr validated the instrument performance and verified all controls passed. On a f/u call, the customer indicated the pentra 60 c+ system seemed to be working w/o any issues.